Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d204trm ICD, implanted: (B)(6) 2013; 4196-88 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that intermittent post pace t-wave oversensing (twos) was observed on the right ventricular (rv) lead. Programming changes were made on the rv lead. The lead remains active. No patient complications have been reported as a result of this event.